Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-feb-2017, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse sent the customer a new wash /diluent line to install the following monday. They stated that they would follow up up with the customer the following monday to confirm installation of the new line and reolution of the problem. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the internal tubing.

Event description:
On (B)(6) 2017, the customer reported crimped tubing, folding over itself, coming from the hemolysis wash bottle for their g8 analyzer. The customer was requesting replacement tubing. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.